Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer stated the insulin pump got wet when he walked into the pool. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.